Event description:
While conducting maintenance, a technician discovered that the brakes on this stretcher would not hold. There was no pt involvement in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced two brake casters in order to resolve the problem.